Event description:
Prior to placing pt on bypass machine the machine malfunctioned and no circulation was taking place. The surgeon did manual cardiac massage, while the perfusionist tried to locate and fix the problem with the pump. Later while attempting to take the pt off bypass the pump stopped again for approx 4 minutes. It appears that the blood level in the reservoir dropped below the safety level. Air sucked into the biohead and the pump stopped. When air was expelled and the line reconnected to the bottom of the oxygenerator, the system was functional - this was repeated after the second incident and again the pump was functional.